Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized due to hyperglycemia on (B)(6) 2021. The customer¿s blood glucose level was 445 mg/dl at time of incident. Another blood glucose level was 570 mg/dl. The customer was treated with saline insulin drip. Customer was in the emergency room for 4 hours from 11pm the customer stated that the symptoms related to high blood glucose such as nausea. Customer had been using insulin pump system within 48 hours of reported high blood glucose event. Customer stated that the auto mode feature was active at time of high blood glucose event. The device will not be returned for analysis.